Event description:
The diabetes educator called to run tests on the insulin pump to make sure that it was working properly. She stated that the customer was hospitalized on two occasions for high blood glucose. No blood glucose readings were reported. The customer was vomiting prior to the first hospitalization and was urinating frequently prior to the second hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.